Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronics assembly. Unable to perform any tests due to the blank display. The pump was received with a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump had fallen in the toilet and started beeping. It was reported that the screen went blank and could not be operated anymore. The customer's blood glucose level was reported to be 259.2mg/dl. It was reported that the pump would be replaced and returned for analysis.